Manufacturer narrative:
Per the tandem user guide, ¿make sure you have not taken any medications containing acetaminophen (such as (B)(6)) to ensure you are getting accurate blood glucose values for calibration. Taking medications with acetaminophen (such as (B)(6)) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 171-276 mg/dl, and the meter bg readings were 116-317mg/dl. No additional patient or -event information was available. Reportedly, the customer had taken medication containing acetaminophen. Reportedly, the customer performed a calibration and cgm readings became accurate.